Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from the distal port of the pca kit asv microbore cv tubing due to a loose IV set connection. The following information was provided by the initial reporter: "there was no harm to the patient, but the medications was leaking from the distal port of the tubing. The patient was found in a puddle of IV fluids and they were not able to make a tight connection. The medication was wasted and the nurse started a new set up."

Event description:
It was reported that medication leaked from the distal port of the pca kit asv microbore cv tubing due to a loose IV set connection. The following information was provided by the initial reporter: "there was no harm to the patient, but the medications was leaking from the distal port of the tubing. The patient was found in a puddle of IV fluids and they were not able to make a tight connection. The medication was wasted and the nurse started a new set up."

Manufacturer narrative:
H.6. Investigation: a sample was received and tested by our quality team. The luer was clearly cracked and the customer's complaint of leak has been verified. Microscope analyses was employed to determine possible root causes of this failure. Root cause was not determined but it is known that this failure has occurred when the luer has been over tightened in the past. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.